Event description:
It was reported that there was a shocking or jolting sensation and a loss of therapeutic effect. A few months prior to the report, it was giving the patient so many problems that she turned it off, or down at least, but now when she attempted to use the patient programmer, it did not respond. The patient had been urinating too much for many years. This began in 1986 when the patient was in her 50's, which was before the device was implanted. A few weeks prior to the report, it started to give the patient a bad jolt in her rectum instead of the bladder. After follow-up, the health care professional (hcp) had not seen the patient in four or five years. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 7435, serial#: (B)(4), product type: programmer, patient. Product ID: 748910, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 748910, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3093-28, lot# v414754, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v414754, implanted: (B)(6) 2010, product type: lead. (B)(4).